Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (con): no additional information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the lack of therapy relief has been resolved. It was stated that the manufacturer representative (rep) was present at their latest appointment with their movement disorder neurologist to help resolve the issue. The circumstances leading to the lack of therapy relief was noted to be that the patient's stimulators were replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient fell down a six inch embankment with a heavy walker, and therapy stopped working some time in december 2016. The patient stated that they could not hit a nail with a hammer. The patient had the devices replaced on (B)(6) 2016. The healthcare provider reported that there was no response from the device on the left, and an open circuit on the right device.